Manufacturer narrative:
The investigation determined that a customer obtained a non-reproducible, discordant (B)(6) results from a single patient sample while using the vitros 3600 immunodiagnostic system. The investigation could not determine an assignable cause. There was no evidence to suggest a vitros (B)(4) reagent issue had contributed to the event. Pre and post service within run precision testing was not processed and therefore, an instrument issue cannot be ruled out as a contributing factor. It was unknown if the customer was following the collection device manufacturer¿s recommended centrifugation protocol, and improper pre-analytical sample handling cannot be ruled out as contributing to the event.

Event description:
A customer obtained a non-reproducible, discordant (B)(6) on a single patient sample while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) result was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).